Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that intermittent, high pacing lead impedance was observed. The impedance anomaly was not reproduced with provocation. Programming changes were made. Patient will be monitored until next follow-up.